Event description:
The customer took a blood glucose test at 9:18am and received a result of 571 mg/dl. They were rushed to the hospital. A lab was drawn and the result was 349 mg/dl. The customer was given an IV with hydrocortisone and reglan. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.